Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact the customer¿s blood glucose. Customer declined to further troubleshoot with tandem technical support. Multiple follow up attempts were made by tandem technical support, however, a response from the customer was not received.